Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/17/2023 additional information was requested, the following was obtained: sorry I don¿t have any specifics about lot number or product code. I haven¿t seen chromic gut last 21-28 days. I wonder what conditions the chromic gut does last this long (like in what medium the sutures were in vs what is in the mouth). Lot number product code event date and procedure date were there any adverse reactions noted post-op? If yes, was there any surgical intervention or anything prescribed to the patient? Please clarify no adverse reactions post op. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please clarify if the suture got broken? Either the suture is gone at 14 days (I typically see them at 14 days) or I can give a light tug at the suture and it breaks. Did the patient/s involved present dehiscence? No. Were there any alleged deficiencies noted with the device that could have contributed to the patient¿s post-operative complications as mentioned in the event description? No was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. No. There was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. No. Could you please clarify if there were multiple events related? If yes could you please provide below information: every patient that I use chromic gut has the same results. Were these cases previously reported to ethicon? No. If yes, please provide a complaint reference number. If no, please create additional complaint files and provide the reference number. What is the lot number? I don¿t have a lot number but this is something I¿ve seen for over 7+ years. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that ¿this is something I¿ve seen for over 7+ years¿ in regard to the chromic gut with significant degradation and loss of strength at the 7-10 day range post-op. Please kindly provide the following information for each patient involved: event details, lot number, product code and event date and procedure date. Were there any adverse reactions noted post-op? If yes, was there any surgical intervention or anything prescribed to the patient? Please clarify.

Event description:
It was reported that a patient underwent a dental procedure on an unknown date and suture was used. Post-op, it was reported through j&j medical devices by healthcare professional: "I was wondering if there is a brochure or anything that has the resorption times of your different resorbable sutures? I use a number of your sutures in dental surgery but was looking for an official guide." "I do have a question about the stated bsr profile for chromic gut. It states 21-28 days but consistently I see chromic gut sutures in the mouth (dental surgery) with significant degradation and loss of strength at the 7-10 day range. Any official reasons for this? No adverse patient consequences were reported. Additional information was requested.